Manufacturer narrative:
Investigation results concluded the presence of abrasive wear along the flute edges suggests there may have been contact with another metal instrument while in use. This contact may have resulted in the fracture observed on the returned device. The IFU for the attachment (5407-210-768 rev-a) has the following warning; "do not let the spinning cutting accessory come into contact with retractors or other metal tools. Metal shavings could detach from the equipment and fall into the surgical site."

Event description:
It was reported that during service conducted at the manufacturer a broken router was found inside the attachment. It was also reported that this event did not occur during a surgical procedure and there was no delay or adverse consequences as a result of this event.